Event description:
Pt reported she noticed the infusion device was "dead" on (B)(6) 2013 at 10:00 pm. She removed and reinserted the battery, and the infusion device displayed an e8 power interrupt error and then shut-down. She inserted a new battery and battery cover, and the infusion device displayed another e8 power interrupt error and shut-down again. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for eval.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up and down button is damaged due to handling with sharp objects. Due to the damaged soft components, liquid entered the pump and damaged the electronics. This led to e8 power interrupt error messages.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.